Event description:
Nonfunctional cautery was reported during use of lariat snare ((B)(4)). The device was positioned around a 3cm polyp when the condition was found. The snare loop was not incarcerated. The active cord was replaced while snare loop was kept in position around the polyp, however the cautery function was not restored. The snare loop remained in position around the polyp while the staff modified the device handle to bypass the active cord connector. The polyp resection was completed after an approximate 20 minute delay, without harm to patient or user.

Manufacturer narrative:
The device was returned and subject to bench test and simulated use testing. Continuity was confirmed throughout the device, and current flow was confirmed while actuating the handle with connection to an electrosurgical generator. The report of nonfunctional cautery could not be recreated with the returned device. The manufacturing record was reviewed. The required in-process and qc inspections were performed and acceptable results documented. No anomalies were documented on the record. This report will be updated if further information becomes available.